Event description:
It was reported that customer experienced sensor error during continuous glucose monitoring, identified as error 42, which affected ability to start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor support, and technical support guided customer through complete pump reset; after reset, error did not reappear and customer successfully started sensor session, with no device return information available and no further outcome details reported.